Event description:
It was reported that customer experienced leaks at the cartridge tubing with multiple cartridges. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions, and no device return or further technical support actions were documented.